Event description:
A user facility reported to olympus that an image capture problem occurred and an intermittent image problem due to rf interference occurred. This report is submitted due to the intermittent image. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The user facility resolved the reported problem of an intermittent image by replacing a cable. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The event occurred during preparation of use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. B5 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for analysis. The definitive root cause of the cable issue could not be determined. Olympus will continue to monitor field performance for this device.